Event description:
It was reported that the that the bd ultra-fine¿ insulin syringe hub separated from the device. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle with the shield was separated from the barrel when the shield was removed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were returned, therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform complaint lot history check for needle hub separates due to unknown lot number. The occurrence is unknown since the lot number is unknown. Investigation conclusion: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.